Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the repair of the cuff at the beginning of the procedure (30min). Tripolar electrodes got plugged and could not be unplugged in pre-op. The connection of the electrode extraction on the neptune was tested (equivalent to 100 mmhg wall extraction). Two complaint device were received and evaluated. No visual damage in the devices, saline residues were observed in the suction tubes and signs of activation can be observed. Due to the failure reported is related to suction, these devices will be sent to supplier for further evaluation. Two vapr coolpulse90 electrode were returned to supplier for evaluation. The supplier conducted visual inspection and functional test of devices received by customer. The visual inspection revealed that: two devices returned for investigation, neither device returned in the original packaging, there is tissue debris visible in the tip suction port on both devices, the suction tube on device 2 show signs of saline residue. Device 1 suction tube shows no visible residue, no visible damage on shaft, handle and cable. Device 1. The electrical and functional test were conducted without fails. The summary of the supplier is: the customer report claimed tripolar electrodes got plugged during use. Two devices were returned for investigation. The first device was found to achieve the required flow specification and was therefore not blocked. There was evidence of tissue debris in the vacuum pump catchment container revealing there was tissue debris in the suction path that could potentially caused the issue seen by the customer. A DHR review has been performed for the complaint device lot number u2001056; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction was defective with one of the two returned devices. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in france that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device was clogged. Another like device was used to complete the procedure with a delay of less than five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.